Manufacturer narrative:
There is no indication of a device malfunction, so the device was device was discarded. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as the exact cause is unknown. However, the event could be related to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the first night after implantation, the patient reported intense abdominal pain. A CT scan was performed and a dissection from ascending aorta till to iliac arteries was detected with sub-occlusion of abdominal vessels. On pod1, the patient underwent open surgery with thv explantation, replacement of ascending aorta, arch and frozen elephant trunk. The patient was alive and in good condition. No remark was done after a successful implantation. The patient outcome was good. As per medical opinion, the root cause of the vascular dissection was unknown.